Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the calcified right common femoral vein using a prostyle device after a percutaneous transluminal angioplasty procedure, using a 6fr sheath. Reportedly, when the plunger was removed, no suture was present, a cuff miss [suture retrieval issue] occurred. After the foot was returned to the original closed position, when attempting to remove, it could not be removed. The device was able to be manipulated and removed; however, slight blood vessel damage possibly occurred. There was no treatment for the potential vessel damage. Manual arterial compression was applied to achieve hemostasis. After removal, it was found, the foot failed to retract completely and the foot ¿seemed¿ to be broken. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and cuff miss were confirmed. The foot was dislocated from the guide, there was no tissue present in the guide or on the foot. The posterior foot was separated and not returned. The difficult to remove and difficult to open or close could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. It is likely that a posterior needle deflection occurred, contributing to material separation (break) of the foot, cuff miss, and likely a suture caught in the foot as there was no tissue present. The suture caught in the foot along with manipulation of the device with the foot deployed would make removal difficult, causing possible tissue injury, and could also cause the foot to be dislocated. The suture caught in the foot, and or dislocated foot conditions could possibly give the reported echo image ¿the foot was acted strangely under the echo¿. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1069 changed to 1562.

Event description:
Additional information: returned device analysis noted that the posterior foot was separated and not returned. The location of the separated foot is unknown; therefore there is a potential that it remains in the patient anatomy.